Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 29 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer was given a glucagon shot to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that they adjusted the pump settings on their own and hcp wanted to discuss the changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches.